Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit shuts down abruptly was unconfirmed. The unit remained on below 45% battery charge and preformed as expected. There is no root cause as the issue could not be reproduced.

Event description:
It was reported that the unit shut itself off mid procedure with 45% battery life. No other information provided, at this time.

Event description:
It was reported that the unit shut itself off mid procedure with 45% battery life. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.